Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm. Customer¿s blood glucose level was unknown at the time of the incident. Customer stated that, they are having an issue with their pump. Pump can insert a new battery and will be dead same day. After troubleshooting, it was reported that, a battery may fail test if it has potential to cause pump to lose power without warning. The customer will be replaced battery cap and belt clip.